Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in t the 300 mg/dl range. Reportedly, the customer does not feel the pump vibrations compared to their previous non-tandem pump. Customer stated they believe the pump is functioning as intended, however the vibrations are not strong enough for them. Customer addressed elevated bg levels with a bolus.